Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument failed the manual articulation test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause for the loose grip cable is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. For clarification: the faulty grip cable is a movement cable. Correct motion is not possible due to the defective/loose grip cable. The root cause of the reported "limited motion" issue is attributed to the primary failure of loose grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument was found to have a loose grip cable at the force amplification pulley to be related to the customer reported complaint. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported large hem-o-lok clip applier had limited motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. Issue was related to unsuccessful clip application.